Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the atrial lead was oversensing causing false automatic mode switch episodes. The patient was in stable condition. No intervention was performed.